Manufacturer narrative:
(B)(4). Carefusion dispatched a carefusion field service representative to the user facility to evaluate and repair the device. The carefusion field service representative has not completed the evaluation of the device as of (B)(6) 2015. Once the evaluation and repair of the device has been completed carefusion will submit a follow-up medwatch report.

Event description:
The user facility representative reported that the device has a constant audible alarm with no visual alarm indication and that the device's touch screen is unresponsive to touch. There was no report of patient involvement.

Manufacturer narrative:
Carefusion field service representative was unable to duplicate the customer's reported issue. The unit passed all testing and met all carefusion manufacturer specifications.